Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose of 430 mg/dl at the time of the incident. Customer needed help with getting his sensor connected. Customer stated that his blood glucose was high due to the infusion set leaking. Customer stated that he had not had a sensor in for a week and this was the first one he had put back in. Customer stated that the transmitter does not blink when connected to the sensor. Customer was advised to replace the sensor. Customer found that the sensor was bent in half and broke off. Customer was advised that the sensor will be replaced.